Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump indicated a data log corruption. Customer¿s blood glucose level ranged from 100-212 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.